Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in an unknown part of the patient's body for a drainage procedure. As reported, after insertion the physician observed leaking from the hub of the drainage catheter. The physician immediately removed catheter and replaced it with an unknown device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
This report includes information known at this time. No additional information has been added to the description of event since the previous medwatch report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D10 ¿ product received on; (B)(4) 2019 . Investigation ¿ evaluation a review of the complaint history, device history record, instructions for use (IFU) of the device, manufacturing instructions as well as a visual inspection were conducted during the investigation. The complaint device was returned in a used condition with the metal stiffening cannula partially inserted, along with an unopened catheter fixation device. The stiffening cannula appeared bent inside the catheter. The device was returned with the mac-loc in the unlocked position. Biomatter was present at the mac-loc lever and the distal end of the catheter. The stiffening cannula was able to be removed with ease and trace biomatter was found on the cannula. No surface damage was noted aside from the cannula bend on any component. All of the attributes measured on the returned device found the device was manufactured according to specification. The leak test was able to confirm the presence of a leak between the connector cap and the catheter tubing., which confirmed the user testimony. Tug and twist tests were conducted on the complaint device revealing that the proximal assembly was secure. Removal of the connector cap was not possible without damaging the hub threading, therefore it was not possible to describe the condition of the suture string. The flare of the catheter appeared circular, had a lip, and a diameter measuring at 0.225¿. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to specification. The number of threads visible between the hub and cap, the connector cap inner diameter, and the catheter tubing outer diameter were measured and found them all to be within manufacturing specifications. Additionally, a document based investigation evaluation was performed for lot 8941430 was reviewed and found one relevant nonconformance for too many threads showing; this nonconformance affected one device, which was scrapped. No complaints have been reported from similar device lot 8950728. A review of the instructions for use(IFU) supplied with mac-loc drainage catheters instruct that the product should be inspected prior-to-use to ensure no damage has occurred. Based on the information provided, examination of the returned device and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.